Manufacturer narrative:
(B)(4). This complaint is for a system error (se) 2240 (air in set). Baxter received actual sample in reference to se 2240. The set was placed on the hc machine and run with no alarms noted. The complaint could not be confirmed in the lab. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during drain 1. Per the initial report, the home patient (hp) had a system error 2240 (air in the ). The technical service representative assisted the hp to start over with new supplies. Global product surveillance contacted hp on (B)(6) 2011 regarding the reported problem. The hp was able to complete therapy with new supplies. The hp did not notice any defects with the original supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.